Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the tl90 instrument did not fire. There were no staples inside. Blocked device. Another tl90 instrument was used to complete the case. There was no consequence to the pt.